Event description:
It was reported that a patient underwent a sling procedure for stress incontinence in 2008. That same year, the patient had a urinary tract infection and was prescribed antibiotics. The patient stated that her left leg and groin and left lower abdomen have never been the same. The patient underwent an anterior and posterior pelvic floor repair procedure and a hysterectomy in 2009. During that procedure, it was found that the patient's bladder had dropped, and a urethra repair was done. The patient was told by a neurologist that she had nerve damage possibly caused by the implant, and may need additional surgeries. Her left foot has started to turn in due to giving of left leg. The patient has had constant urinary problems. In 2009, the patient had numerous visits to a bone and joint clinic.

Manufacturer narrative:
(B)(4) - bladder prolapse, nerve damage occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).